Event description:
A malfunction was reported with the pump, indicated by the malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but the issue recurred. Customer reverted to using multiple daily injections (mdi) as backup therapy.